Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: 2 crossfire's failed out of box per rep-jade brinkoetter- 217-493-4604 update: per additional information received, "when trying to power them on, a current went through it and flashed while also making a loud zapping noise ¿ I¿m assuming some sort of circuit blew, because they were unable to power on and completely unresponsive afterwards." The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.